Event description:
A sales representative that the lma-proseal would not stay inflated while in a pt. The physician could not get it to stay inflated. He removed it and used an endo-tracheal tube. It was reported that there was no pt injury or problem. The user facility returned the lma for eval.